Event description:
Related manufacturer reference number: 2017865-2023-36991. It was reported a patient's right ventricular (rv) lead presented with dislodgement due to twiddlers syndrome. The lead was explanted and replaced in a procedure on (B)(6) 2023, in which the implantable cardioverter defibrillator (ICD) set hex wrench would not enter the set screws properly. The ICD was explanted and replaced within the same operation. Post-procedure the patient was discharged.